Event description:
It was reported to philips that the system did not start up, it was stuck at 00:00. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on-site and confirmed the reported issue. The fse identified an issue with flex vision pc. To resolve the reported issue, the fse replaced flex vision pc and hard drives. The system was returned to use in good working condition and ready for clinical use. The log files were reviewed and a malfunctioning flex vision pc was identified. The flex vision pc was returned for further analysis. Functional testing was performed, and no failure was observed. The codes were updated based on the investigation outcome.